Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping and produced an alert in the latitude remote monitoring system. Technical services (ts) analyzed device data and found that this was due to a battery depletion (bd) alert. Engineering analysis confirmed that the root cause was extended magnet application. Afterwards, the device was performing normally. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.